Manufacturer narrative:
The reported incident that superior plate - decreased curvature variax clavicle 7 hole / right was alleged of issue s-11 (breakage during surgery) could be confirmed. Based on investigation, the root cause was attributed to a user-related issue. Several bending marks on the surface of the plate with typical characteristics of usage of bending irons are shown in figure 2 (image documentary attached in phase2). Most likely the plate has been bent several times what led to the plate breakage. The operative technique ref# vax-st-8 rev.2, 02-2015 was reviewed and the following applicable warnings were noted: ¿plate contouring. All of the variax plates are pre-contoured to fit to a range of anatomies. Although not usually necessary, the plates may be contoured to adapt to individual patient anatomy. Design requirements are strict when it comes to shaping a plate to the clavicle. For example, the surgeon should avoid sharp bends, reverse bends or bending the device at the screw hole.¿ [original statement] the instructions for use for implant report: ¿caution. Intra-operative. Contouring or bending of an implant should be avoided where possible, because it may reduce its fatigue strength and can cause failure under load. If contouring is necessary, allowed by design or prescribed by stryker osteosynthesis, the physician should avoid sharp bending, reverse bending or bending the device at a screw hole. Such action must be performed with stryker osteosynthesis instruments and in accordance with the specified procedures (see operative technique manual).¿ [original statement] a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation.

Event description:
It was reported that during primary clavicle surgery, surgeon was bending plate to contour and plate snapped in half under slight bending. Surgeon then used longer plate and re contoured.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that during primary clavicle surgery, surgeon was bending plate to contour and plate snapped in half under slight bending. Surgeon then used longer plate and re contoured.